Event description:
A consumer's wife reported that her husband has blurry distance vision following bilateral intraocular lens (iol) implant surgeries. She reported that her husband's vision has not gotten any better than before the surgery. The wife reported her husband has had both corneas "shaved". In a f/u phone call with the consumer, he reported that everything in the distance past ten feet is blurry. His right eye is worse than the left. When looking at lights they seem to flare out. When driving and looking at the striped line on the highway, if the ground is wet, lights seem to bounce. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 07/01/2011, 07/13/2011, and 07/14/2011 by phone, fax, and mail. Add'l info was received on 07/19/2011. A completed questionaire has not been received. (B)(4).